Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 544 mg/dl/ customer declined high blood glucose troubleshooting and indicated that the infusion set could have been the issue for the high blood glucose. No further details given.